Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, ¿improper operations¿. On an unspecified date, the patient was hospitalized for the peritonitis and received unspecified treatment. At the time of this report, the patient remained hospitalized. Pd therapy was ongoing during treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date "one week ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.